Manufacturer narrative:
Additional information was received on 09may2016: duraseal xact (product ID: 203001) with lot number: n5a0054x was used. The pseudomeningocele was detected after patient came back on (B)(6) 2016 with pseudomeningocele. The revision was done (B)(6) 2016. The dura was sewn and another duraseal was applied. The patient was born in the year (B)(6). Patient outcome was reported as good. The patient was not injured due to the issue reported.

Manufacturer narrative:
Integra has completed their internal investigation on 07/07/2016. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. The clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported. Could not be identified. Records from each manufacturing lot are thoroughly reviewed to ensure that the products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in the database for a broader trend analysis. If additional information is obtained, or the sample is returned, the investigation will be reopened.

Event description:
The patient with a discus prolapse was operated on (B)(6) 2016, intraoperative 2 mm durahole, during operation spontaneous sited cerebrospinal fluid (csf) flow. Tachosil from messrs. Takeda was used, then duraseal was sprayed. After surgery, the patient was two days in bed lying flat. The wound was dry and the patient had no headache when she left. On (B)(6) 2016, the patient came back with pseudomeningocele and revision was necessary. Additional information has been requested.